Event description:
Customer reported the work station date would reset and system would not fluoro. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A ge representative evaluated the system and replaced the work station battery. System operates as intended.